Event description:
It was reported by the patient that "the pacemaker has failed to work" and they are still having atrial fibrillation (af) after a cardioversion and medication changes. The patient stated that the cardioversion burned their chest. The patient was seen by the physician and medications were changed. The patient further reported, "the device had cardioversion three times and the physician didn't even notice." The patient indicated that they feel that the doctor has "given up". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).